Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to suture the atrial lead but encountered resistance while advancing the suture sleeve. After several attempts, it was discovered that the lead coil was exposed due to a break in the insulation layer. As a result, the lead was not used and was replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were insulation damage and "found that resistance while pushing the suture sleeve". As received, a complete lead was returned in one piece measuring 51.9 cm. The reported event of insulation damage was confirmed. Visual examination found the outer insulation and the outer coil were damaged at 21.4 cm to 21.6 cm from the connector pin consistent with procedural damage. The cause of the reported event of insulation damage is consistent with procedural damage. The reported event of "found that resistance while pushing the suture sleeve" was not confirmed. Visual examination of the suture sleeve did not find any anomalies except for procedural damage. The suture sleeve was able to be shifted/moved without restriction/difficulty. Dimensional analysis of the lead and suture sleeve were found to be within specification.